Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was not lighting up. The patient received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not light up) has been confirmed. Upon receipt, the charger would not charge. The cause of the inability to charge on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.